Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that will undergo a revision in the near future due to an infection. No action other than likely intravenous intervention has been taken at this time. There were no additional adverse effects reported.